Event description:
It was reported that at a follow-up appointment, it was observed that this recently implanted pacemaker only had four years of remaining projected longevity. Boston scientific technical services was contacted for review, and it was confirmed that the depletion was abnormal and the device appeared to be malfunctioning. It was recommended to perform an emergent procedure to replace the device. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that at a follow-up appointment, it was observed that this recently implanted pacemaker only had four years of remaining projected longevity. Boston scientific technical services was contacted for review, and it was confirmed that the depletion was abnormal and the device appeared to be malfunctioning. It was recommended to perform an emergent procedure to replace the device. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that at a follow-up appointment, it was observed that this recently implanted pacemaker only had four years of remaining projected longevity. Boston scientific technical services was contacted for review, and it was confirmed that the depletion was abnormal and the device appeared to be malfunctioning. It was recommended to perform an emergent procedure to replace the device. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.